Manufacturer narrative:
H6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found one image showing the anchor attached to the shaft of the device. The anchor is fractured. No sutures can be seen in the image. The other image shows a quantum machine with an f4 hardware failure code on the screen. A visual inspection of the returned device found that it is not in its original packaging. The anchor is attached to shaft, but the sutures were not returned with the device. The anchor is fractured and the prongs on the distal end of the shaft are bent. There is debris on the anchor and shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder surgery, the twinfix ultra anchor broke outside of the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported.